Event description:
Caller reported not receiving alerts when blood glucose level was low or at 40 mg/dl. Call was disconnected. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.